Event description:
It was reported that this pacemaker system exhibited a high out of range pace impedance measurement greater than 3000 ohms on the right ventricular (rv) lead. There was also no capture observed in the bipolar configuration. The lead measurements were noted to be normal in the unipolar configuration. A chest x-ray was reviewed and boston scientific technical services (ts) agreed that the rv lead is not fully inserted across the pacemaker device header connector block. Ts asked if a system revision will be performed and if so, provided guidance to perform a tug test. Ts also indicated that lead integrity can be verified with a pacing system analyzer (psa) and the lead can be tested again through the device after the lead is reinserted into the device header. Subsequent information from the boston scientific representative indicated that a system revision procedure has not been performed yet. The pacemaker device and rv lead remain in-service. No patient symptoms or adverse patent effects were reported. Additional information indicates the pacemaker device and rv lead were subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1 lead into the header of this device resulting in a high out of range pace impedance measurement and failure to capture. Please refer to the description for more information regarding the specific circumstances of this event. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Under-insertion of the leads terminal pin into the device header is suspected to be the cause of the high out-of-range impedance values and failure to capture in the bipolar configuration, but this could not be confirmed during laboratory analysis. The root cause of the lead insertion difficulty could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system, and we aggressively monitor field performance of all our products. We will continue to monitor for similar events.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1 lead into the header of this device resulting in a high out of range pace impedance measurement and failure to capture. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker system exhibited a high out of range pace impedance measurement greater than 3000 ohms on the right ventricular (rv) lead. There was also no capture observed in the bipolar configuration. The lead measurements were noted to be normal in the unipolar configuration. A chest x-ray was reviewed and boston scientific technical services (ts) agreed that the rv lead is not fully inserted across the pacemaker device header connector block. Ts asked if a system revision will be performed and if so, provided guidance to perform a tug test. Ts also indicated that lead integrity can be verified with a pacing system analyzer (psa) and the lead can be tested again through the device after the lead is reinserted into the device header. Subsequent information from the boston scientific representative indicated that a system revision procedure has not been performed yet. The pacemaker device and rv lead remain in-service. No patient symptoms or adverse patent effects were reported. Additional information indicates the pacemaker device and rv lead were subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited a high out of range pace impedance measurement greater than 3000 ohms on the right ventricular (rv) lead. There was also no capture observed in the bipolar configuration. The lead measurements were noted to be normal in the unipolar configuration. A chest x-ray was reviewed and boston scientific technical services (ts) agreed that the rv lead is not fully inserted across the pacemaker device header connector block. Ts asked if a system revision will be performed and if so, provided guidance to perform a tug test. Ts also indicated that lead integrity can be verified with a pacing system analyzer (psa) and the lead can be tested again through the device after the lead is reinserted into the device header. Subsequent information from the boston scientific representative indicated that a system revision procedure has not been performed yet. The pacemaker device and rv lead remain in-service. No patient symptoms or adverse patent effects were reported.